Event description:
It was reported that during a da vinci s hysterectomy procedure, arcing was observed coming from a hole on the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The tip cover was replaced and arcing was observed coming from a hole on the replacement tip cover. Another tip cover was installed and arcing was noticed coming from the third tip cover accessory used. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(6) 2010, the site indicated that the three affected tip covers were discarded. Medwatch MFR reports 2955842-2010-00227 and 2955842-2010-00228 were submitted for the second and third occurrences of arcing.

Manufacturer narrative:
Evaluations results: the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 83 mg/dl, 57 mg/dl and 403 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.